Manufacturer narrative:
The complaint device was not returned by the reporting party. Therefore, inspection of the device could not be performed. However, this event is being acknowledged to be used for trending purposes. The root cause for the dissection is likely related to the intended restenosis treatment in an underexpanded stent, which is an off-label use, outside the indications for use for the c2 ivl device. The root cause for the myocardial infarction could not be definitively determined. Based on the physician's opinion, the distal no flow was caused by using ivl in the fresh stent. It is also noted that myocardial infarction is a documented adverse effects in the device IFU. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. Since the device lot# information was not provided by the customer, a review of the manufacturing records could not be performed.

Event description:
A shockwave c2 coronary lithotripsy device was used to treat the left anterior descending (lad) coronary artery. The treatment lesion was confirmed via angiogram, and ivus was used to view the stenotic area to determine whether an intervention was necessary. Pre-dilation was performed, and the vessel yielded with no waist. At that time, a proximal grade ii and distal grade I dissection of the lad were observed. A drug eluding stent (des) was deployed over the distal lad dissection to tack the dissection against the vessel wall. The physician stated that there was a significant waist following stent placement. A non-compliant (nc) balloon was used to post dilate the des stent several times, and the waist persisted. The physician elected to attempt ivl in the des, which is considered off-label as the shockwave c2 device is indicated for use in de-novo lesions. After several ivl treatments inside the stent for 50 pulses, the c2 catheter was pulled back proximal to the stent area and the remaining 30 pulses were delivered outside the stent. Post angiogram showed no flow in stented area, and the rest of the vessel. Flow could not completely be restored following thrombectomy and post dilation; some flow was established, but not brisk. The patient was placed in ICU to closely observe hemodynamics, and infarction of the area. The patient was brought back to the lab the next day to look at the lad, and it was occluded. A re-intervention was performed to successfully reopen the lad and large diagonal using thrombectomy and ballooning.

Event description:
A shockwave c2 coronary lithotripsy device was used to treat the left anterior descending (lad) coronary artery. The treatment lesion was confirmed via angiogram, and ivus was used to view the stenotic area to determine whether an intervention was necessary. Pre-dilation was performed, and the vessel yielded with no waist. At that time, a proximal grade ii and distal grade I dissection of the lad were observed. A drug eluding stent (des) was deployed over the distal lad dissection to tack the dissection against the vessel wall. The physician stated that there was a significant waist following stent placement. A non-compliant (nc) balloon was used to post dilate the des stent several times, and the waist persisted. The physician elected to attempt ivl in the des, which is considered off-label as the shockwave c2 device is indicated for use in de-novo lesions. After several ivl treatments inside the stent for 50 pulses, the c2 catheter was pulled back proximal to the stent area and the remaining 30 pulses were delivered outside the stent. Post angiogram showed no flow in stented area, and the rest of the vessel. Flow could not completely be restored following thrombectomy and post dilation; some flow was established, but not brisk. The patient was placed in ICU to closely observe hemodynamics, and infarction of the area. The patient was brought back to the lab the next day to look at the lad, and it was occluded. A re-intervention was performed to successfully reopen the lad and large diagonal using thrombectomy and ballooning.

Manufacturer narrative:
The complaint device was not returned by the reporting party. Therefore, inspection of the device could not be performed. However, this event is being acknowledged to be used for trending purposes. The root cause for the dissection is likely related to the intended restenosis treatment in an underexpanded stent, which is an off-label use, outside the indications for use for the c2 ivl device. The root cause for the myocardial infarction could not be definitively determined. Based on the physician's opinion, the distal no flow was caused by using ivl in the fresh stent. It is also noted that myocardial infarction is a documented adverse effects in the device IFU. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. Since the device lot# information was not provided by the customer, a review of the manufacturing records could not be performed.